Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured obturator tip. Based on the condition of the returned unit and the description of the event, it is likely that the tip fracture was due to an anomaly in the vendor¿s manufacturing process of the obturator shaft. The probability and criticality of harm resulting from this failure mode has been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its product output and vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. Event description: tip broke off. Additional information received via phone on 18oct2018 from account manager: the surgeon was trying to manually get the trocar into the abdomen when the tip broke off. Opened another trocar and completed the procedure. The rep confirmed that the trocar broke in one piece and there was not particulation. Trocar was in an ancillary port. Additional information received via email on 23oct2018 from account manager: the rep confirmed that it was the obturator tip that broke. Patient status: no harm to the patient.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: tip broke off. Additional information received via phone on 10/18/2018 from account manager: the surgeon was trying to manually get the trocar into the abdomen when the tip broke off. Opened another trocar and completed the procedure. The rep confirmed that the trocar broke in one piece and there was not particulation. Trocar was in an ancillary port. Additional information received via email on 10/23/2018 from account manager: the rep confirmed that it was the obturator tip that broke. Patient status: no harm to the patient.